Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving persistent no delivery alarms from the insulin pump, even after changing the set/site. During troubleshooting, it was advised that the alarms were caused by an infusion set and/or reservoir occlusion. It was advised to change the infusion set and reservoir, but nothing was shipped or returned. 4 days later the customer called the helpline back to report that the no delivery alarms had persisted, and that their blood glucose value was 400 mg/dl. The customer will be taking manual injections until the reservoirs are replaced. All the related reservoirs from the box/es are being returned and replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.